Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A migration of the electrode array and facial nerve stimulation (fns) side effect has been reported. The user was re-implanted on (B)(6) 2021 with a device with a different electrode array configuration.

Manufacturer narrative:
Conclusion: device investigation, on the received parts, did not reveal any device damage or defect which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. This finding was expected, because according to the recipient report the active electrode migrated outside of the cochlea leading to non-auditory stimulation. In addition, a CT scan conducted after re-implantation indicated a partially injured basilar membrane and found a part of the concerned device electrode array inside the cochlea. Reportedly, this was due to the cochleostomy location from the previous surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
A migration of the electrode array and facial nerve stimulation (fns) side effect has been reported. The user was re-implanted on (B)(6) 2021 with a device with a different electrode array configuration.